Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and determined that quality controls were within expected ranges at the time of the event. A siemens representative was dispatched to the customer's site. Siemens reviewed the instrument files and found atypical aspirations. Siemens also previously reviewed samples processed and found cell debris on the gel and trapped in the gel. Siemens educated the customer with sample handling techniques to improve sample quality and reminded the customer of the centrifuge time recommended in the tube manufacturer. The cause of the discordant, falsely low tshl result was potentially related to the poor sample quality and sample handling issues. The customer did not follow the centrifuge time recommended by the tube manufacturer. The instruments are performing according to specifications. No further evaluation of these devices is required.

Event description:
A discordant, falsely low loci thyroid stimulating hormone (tshl) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated, under sample (B)(6), on an alternate instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tshl result.